Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at site connector prior to insertion. Reportedly, the infusion set had been used for eight to ten hours. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.